Event description:
It has been reported that the wood frame has split along the joint where the seat frame attaches to the upright leg and there are sharp edges present. No pt involvement or adverse consequences were reported.